Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right hip recap procedure on (B)(6) 2006. Subsequently, patient experienced a gluteus medius tear and elevated metal ion levels. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08602 / 08603).